Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia with a highest cgm reading of 401 mg/dl while using the ilet system with a dexcom g7, and the review of outcome reports and logs indicated the pump ran out of insulin during sleep with replacement about four hours later along with recent cgm signal loss and brief sensor issue events; the user also reported frequent highs associated with eating out more often and following clinician guidance not to announce meals. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed no findings available due to insufficient information, and no specific device component could be implicated based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.